Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive activate and down button due to the corroded keypad traces. The device was received with minor scratched display window, cracked case at display window corners, cracked on the reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on the battery tube threads and missing end cap sticker. Moisture damage was found on the electronic and motor assemblies.

Event description:
It was reported that the insulin pump had buttons unresponsive. Customer stated that he fell in the pool with his insulin pump. Customer's blood glucose was 79 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.